Manufacturer narrative:
Unit was received with blank display due to corroded electronic assemblies. Unit was received with corroded battery tube and corroded motor home switch. Unit was received with cracked battery tube threads, minor scratches on case, cracked case (battery tube), pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer stated after entering the ocean fluid filled the battery compartment. The battery compartment ring is ok. The insulin pump had a crack near the battery housing and the display does not work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.